Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the clinical study patient called the vad coordinator on (B)(6) 2014 reporting fevers that temporarily resolved with tylenol, but returned at 99.7 degrees f and self-reported as high as 103 degrees f. The patient was instructed to call if symptoms returned. On (B)(6) 2014, the patient called the vad coordinator with symptoms of fever/chills, fatigue, and shortness of breath. The patient had supratherapeutic inr 8.5 and hemoglobin 9.1 g/dl. The patient had a dirty urinalysis on (B)(6) 2014 and was initially started on 1 gm rocephin. Patient was admitted to the hospital on (B)(6) 2014, and blood cultures were drawn (B)(6) 2014 initially resulted in gram positive cocci. Antibiotics were changed (B)(6) 2014 from rocephin to vancomycin 1,750 mg IV and zosyn 3.375 gm IV. An ultra sound of the abdomen on (B)(6) 2014 showed no cholelithiasis or cholecystitis. The patient was given 2 mg of IV and vitamin k with resolution of the supratherapeutic inr to therapeutic levels. The cardiac valves were evaluated with a tte on (B)(6) 2014 and a tee on (B)(6) 2014, not showing any vegetations concerning for endocarditis. Infectious disease was consulted on (B)(6) 2014 for antibiotic management for strep mitis, and the patient was changed to 2 gm rocephin twice daily. At time of discharge on (B)(6) 2014 the patient was negative for cultures and had temperature of 97.3 degrees f. The patient received a 6 week IV antibiotic course of ceftriaxone 2 grams daily. On (B)(6) 2014 after completing the IV antibiotic course, the patient was switched to oral amoxicillin 500 mg twice daily for oral suppressive therapy. Temperature on (B)(6) 2014 11:06 am was 97.3 degrees f.